Event description:
The right ventricular lead had increasing, varying and high threshold. The lead was also oversensing crosstalk during atrial pacing. There was also noise present on the lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dr2257-40 ICD, implanted 2013-(B)(6). (B)(4).